Manufacturer narrative:
Concomitant medical products: product ID: 5592-53 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead trigger by sensing integrity counter (sic). It was also noted that their was oversensing noise. The rv lead was suspected to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.